Event description:
On (B)(6) 2013, the nurse reported that the pt's wound is located in close proximity to the rectum, and due to difficulty maintaining a seal, the v.a.c. Drape is not adhering and feces has gotten into the wound, which now has a slight odor. On (B)(6) 2013, the following info was reported to kci by the nurse: on an unk date, a wound culture was performed. On (B)(6) 2013, the culture result was positive, and the pt was placed on antibiotic therapy. The pt continued to receive v.a.c. Therapy.

Manufacturer narrative:
Based on the info provided by the nurse, the pt's wound infection was confirmed by a wound culture, and the pt was placed on antibiotic therapy. The pt continued to receive v.a.c. Therapy. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals and instillation therapy parameters (for the v.a.c. Instill therapy system). Refer to dressing application instructions (found in v.a.c. Dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and pts/caregivers should frequently monitor the pt's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs of complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine of v.a.c. Therapy should be discontinued.